Event description:
Add'l info received from MFR 05/13/03: the devices were not returned for evaluation. Therefore, failure analysis and laboratory testing could not be performed.

Event description:
Several 18g 15cm asap needles (medi tech asap biopsy system) have been found to have bends at the tip. One 15g 15cm needle sleeve malfunctioned resulting in no tissue sample during kidney biopsy.